Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13387. It was reported that the patient presented remotely via merlin.net. Upon review, it was revealed that the patient's atrial lead exhibited noise and the right ventricular lead exhibited far p-wave over-sensing. Multiple noise reversion episodes were noted. Programming changes were made. The patient was stable.